Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed trilumen insulation abrasion and coil fracture approximately 28 cm from is-1 terminal pin. Due to 9 cm of unreturned lead body where the damage occurred, it is unsure what contributed to the damage. Past occurrences reveal damage in this area of lead body is most likely due to clavicular/first-rib entrapment. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
Additional information indicates that this right ventricular (rv) lead was fractured. This was identified after the lead was explanted. This lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from the boston scientific field representative. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out of range (oor) pace impedance (>2000 ohms). The system remains in service. No adverse patient effects were reported.